Event description:
It was reported that an asymptomatic patient presented in the operation room. It was noted that the right ventricular lead exhibited noise oversensing. The lead was capped and replaced. The patient was stable during and post procedure.